Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: ¿ please provide generator serial number to add to the case file. Unknown. ¿ has the generator been serviced? When it was services last? Unknown. ¿ is the generator faulty? No. ¿ does the generator being returned ? No. ¿ please provide lot number of the har9f unknown. ¿ what is the surgeon's experience with device? Very experienced. Uses it regularly for 5+ years. ¿ how long into procedure was the issue identified? The device was working fine for the majority of the procedure. It was noticed when the second tone was not heard. The device was not sensing tissue had been sealed so charring occurred. Were there any unusual noises heard from device? No. Just excessive time on ¿first tone.¿ were there any generator alert screens throughout procedure? No. Is a generator log available for review? No. What proactive heat management techniques were utilized during the procedure by surgeon and staff? Unknown. What was the anatomical location of the thermal injury/charred tissue? Beside the parotid gland. What was the degree of burn/thermal damage? Charred tissue. Is a photo of the thermal injury available? No. Was the patient's post-operative care altered in any way as a result of the issues experienced during the procedure? No. What is the patient's current status? No adverse effects. This is an analysis of a set of images submitted for evaluation. Image 1(focus 1.jpg): the image provided by the customer shows a har9f device with the tissue pad lifted. Image 2(focus 2.jpg): the image provided by the customer shows a har9f device with the tissue pad shifted to the proximal side. This is not a common occurrence; it is possible that the pad tip made contact with something that could have shifted it or lifted it. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a parotidectomy the tissue pad slipped off. There was some thermal injury/damage to surrounding tissue which had to be removed. Gen11 did not recognize there was a problem with the device. The tone of the generator never went to the secondary tone and it was at this stage the surgeon realized there was a problem. The procedure was delayed 10 minutes to remove the additional charred tissue and replace the device. The procedure was completed successfully with no significant clinical outcome.

Manufacturer narrative:
(B)(4). Date sent: 1/18/2023. D4 batch #: v9469m. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the blade discolored (blue) due to heat generated from contact between the blade and the tissue pad. However, the blade was not cracked. In addition, the tissue pad lifted at the proximal side the device was connected to a test handpiece and tested on a gen11. The device did activate during functional testing. The harmonic device produces heat in order to cut and coagulate tissue. Activating the blade against the pad without tissue present is the main factor in increased or elevated device temperature. The lifted of the tissue pad is not a common occurrence; it is possible that the pad tip made contact with something that could have lifted it. Possible causes of the blade damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the blade and tissue pad. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch v9469m, and no non-conformances related to the reported complaint condition were identified.